Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that while transporting to a neonatal pt, the nurse pressed the sync button in an attempt to cardiovert and the monitor would not go into sync mode. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt, due to the reported malfunction.